Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Refer to medwatch # 3004209178-2016-64233.

Event description:
The customer reported via telephone call that the insulin pump was left on the counter while he took a shower and that when he came back there was a puddle of insulin under the insulin pump. The customer found no insulin inside of the insulin pump. The customer also reported a hospitalization due to diabetic ketoacidosis. The blood glucose reading was 471 mg/dl. The insulin pump was worn at the time of the event and removed by the hospital. The customer was treated with an insulin drip and manual injections. The customer declined troubleshooting for high blood glucose.